Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the unit displayed a speaker malfunction inop with no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and the technician noted that the speaker was tested and passed functional tests. The reported issue was not replicated or observed during evaluation. As the reported problem was not replicated during evaluation, the cause of the alleged problem cannot be determined.